Manufacturer narrative:
Suspect product(s) returned for evaluation. No physical damage present. All functions worked properly and all tests fell in range. No failures detected.

Event description:
Pdc received a call on (B)(6) 2012 reporting medical intervention that occurred on (B)(6) 2012 at 07:30 pm. Caller, patient's wife, wanted to test the accuracy of the prodigy meter by performing a cst. Prodigy representative walked the caller through the tests and readings came in range. Caller then stated that patient had to be taken to the hospital and was admitted for 3 nights due to high readings. The caller said the autocode's reading was 539 mg/dl while the meter at the hospital was 351 mg/dl. Treatment information was not provided. Caller said that the hospital advised the patient to start taking a new medicine prescribed to him by his doctor. Pdc sent a replacement along with prepaid envelope and instructed the caller to return suspected product(s) upon receipt.